Event description:
Nurse was attempting to reinfuse, and detached from accordian suction. When placed up to put an IV pole for infusion the tubing fell off. Blood poured everywhere. Unit taken down and wasted, due to break in sterility. Facility materials mgr will contact co sales rep.